Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop. Lens remains implanted. Cause of the event was not reported.

Manufacturer narrative:
Claim#: (B)(4).